Event description:
Pt revealed due to lack of range of motion. Doctor removed a 4 x 15mm ps rp insert and replaced it with a 10mm insert.

Event description:
Revised due to infection. Patient reported to doctor for follow-up with lack of range of motion.